Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after implant, xray images showed a perforation of the right atrium by the atrial lead. The atrial lead tip was outside of the heart image in the right atrium. The patient had operation to repair the perforation. The lead remains in use. No further patient complications have been reported as a result of this event.